Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review confirmed that the ilet passed all manufacturing release criteria. A review of available device logs revealed a data gap between 21-may-2025 an 29-may-2025 due to cloud sync issues. However, available logs on 29-may-2025 showed appropriate low battery and high glucose alarms, insulin delivery requests, and no malfunction alerts or dosing anomalies. The ilet was operating as intended during the timeframe for which data was available. Glucose regulation may be impacted by dialysis-related physiological changes. A follow-up report will be submitted if additional findings become available or if device evaluation is completed.

Event description:
On (B)(6) 2025, it was reported that the user experienced a low blood glucose (bg) of approximately 30[?]mg/dl while undergoing dialysis. The user lost consciousness and was treated by staff at the dialysis center until emergency medical services (ems) arrived. The user was transported to the hospital and received oral carbohydrates to treat the event. The user was discharged the same day with no reported long-term health effects. The user has since resumed use of the ilet. A caregiver later contacted beta bionics to request additional training, stating they were unaware that dialysis may impact glucose levels.